Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The representative met with the patient on (B)(6) 2019 for a post-operative visit and found that electrodes 7 and 15 had out of range values. The caller could not remember the exact impedance measurements. The manufacturer representative was able to program patient to allow therapy coverage. It was noted that the health care provider (hcp) was aware of the test and that the electrodes were found to be out of range. No further complications were reported.